Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. Based on info in all pt's medical records, it appears that the pt has had multiple hospitalizations for abdominal pain. There hospitalizations occurred on (B)(6) 2015, (B)(6) 2015 and (B)(6) 2015. Pt was subsequently diagnosed with peritonitis. Physician recommended that pt have her catheter removed and start on hemodialysis for two months. Medical record check list from dialysis clinic does not show that the peritonitis is peritoneal dialysis related. There is no documentation in the medical record that shows a casual relationship between the pt's peritoneal dialysis treatments or products and the pt's abdominal pain or peritonitis. There is no documentation in the medical record that shows a casual relationship between the pt's medical regimen including phoslo and venofer to the pt's abdominal pain or peritonitis.

Event description:
Upon review of medical records for an unrelated event it was noted that a peritoneal dialysis pt was hospitalized for peritonitis on (B)(6) 2014